Event description:
A caller reported a malfunction on their insulin pump, displaying the error code "malf 16." Despite this issue, there was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer with resetting the pump; however, the malfunction code recurred. As a resolution, technical support arranged to send the customer a replacement pump with updated software, and ensured that training would be available through their tandem source account. The customer acknowledged all instructions, including those regarding returning the defective pump using a pre-paid label, and confirmed their understanding. Additionally, a backup therapy using multiple daily injections (mdi) was agreed upon to ensure continuous insulin delivery.